Manufacturer narrative:
Follow-up #1: date of submission 01/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: during investigation, the pump powered on to a dim and discolored display. The battery compartment was found to be cracked. There was corrosion observe in the battery compartment. A leak test confirmed a battery compartment leak. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had stopped working. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.